Event description:
The customer reported to olympus that during reprocessing, the ultrasound gastrovideoscope tested positive for 1112 colony forming units (cfus) of pseudomonas aeruginosa in the biopsy channel and 1001 colony forming units (cfus) of pseudomonas aeruginosa in the auxiliary channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for physical evaluation. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 31 colony forming units (cfus) were found which does not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device is being reprocessed and sent out for additional microbiological testing. The investigation is ongoing and follow up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the second culture test performed at the third-party labs: sampling date:(B)(6) 2024. Sampling from: all channels. No bacteria were detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms were detected. Culture testing was again performed after reprocessing in accordance with instructions for use (IFU) before repair, and the results conformed to the regulation's recommendation. The event may be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.